Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastrointestinal procedure performed on (B)(6) 2024. During preparation, the wire snapped while attempting to use. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.